Event description:
Implant date: 1991. Pt complained of pain. Revision surgery in 1993 to replace device with tsrh due to a pseudoarthrosis. Tsrh explanted in 1994 due to possible nerve impingement at which time it was noted there was solid fusion.